Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The complaint was handled through phone support. The svc engineer suggested replacement of the power supply. The hospital svc said they would replace the power supply and call back if needed.(B)(4).

Event description:
The customer reported that the camera stopped during the fluorescein angiography portion of the exam. The customer did not mention that they had to re-inject the pt with fluorescein or reschedule the pt exam. However, the info suggests that a repeat injection may have been necessary during the exam or a rescheduled exam due to the camera stopping.